Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection approximately two months post implant. The leads were not replaced and the device was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.